Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery pack would not power a monitor or charge. Upon evaluation, the pca board and cells were damaged. The cause of the battery pack's inability to power on a monitor is the damaged pca and cells. The cause of the damaged pca and cells was isolated to liquid contamination. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack (B)(4) indicating that the battery was unable to power on a monitor.